Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent lot 3540 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3540 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3540. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing performed on the vitros 5600 integrated system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor of the event as it was established that the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer reported a non-reproducible and higher than expected vitros troponin I es result obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.782 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the higher than expected result. A corrected report was later issued for the sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).